Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further examination of the unit¿s interior, electrical board 1 shows signs of previous moisture presence and corrosion around the battery connectors, and electrical board 2 shows signs of previous moisture presence and corrosion on the terminals of the lcd/keypad flex cable. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarms and partial display. The customer's blood glucose was unknown. Customer reported that they were able to clear the alarm. Customer was unable to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.